Event description:
It was reported to philips that the device experienced an unspecified failure during operational testing. As a result, the device alarmed and displayed a service required prompt. There was no reported patient involvement.